Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the pump's black box data from the date of the alleged issue has been overwritten due to continued use of the pump. There was evidence of a partially discharged battery being installed resulting in a low battery warning observed on (B)(6) 2015. The battery cap and compartment threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.